Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced the photometer lamp to resolve the issue, no further recovery issues were observed.

Event description:
The customer stated erroneous dbil (direct bilirubin) and tbil (total bilirubin) patient results were generated on their unicel dxc 600i synchron access clinical system. The customer stated the patient sample results were not reported outside of the laboratory and there was no impact to patient treatment. The tbil and dbil quality control (qc) recoveries were within instrument control recoveries during the event.